Manufacturer narrative:
The clinical evaluation confirmed the type3a endoleak with component separation and partial stent collapse. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Device remains implanted in the patient and was not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors include off label use, pre-existing peripheral artery disease (pad), patient anatomy, chronic occlusion, and inadequate overlap with lack of treatment. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. Upon follow up computed tomography (CT) showed a type 3a device separation. The physician elected to reline the graft with a competitor device. Patient is in stable condition.